Manufacturer narrative:
A ge rep contacted the customer by phone and directed them in repair of the system. System operates as intended.

Event description:
The customer reported images on the left monitor are very dark, and that they cannot transfer images to the right monitor. No pt injury was reported.